Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Interrogation revealed non-sustained right ventricular oversensing episodes caused by noise from the lead interacting with a capped, inactive lead. No intervention was performed and the patient will continue to be monitored.

Event description:
New information revealed that the asymptomatic patient presented with post-sensed rv oversensing and high amplitude noise. Programming changes were made. The patient will continue to be monitored.